Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, they connected the reload to the device handle and the surgeon tried to fire the device, however could not. They said display screen had some problem and the green buttons flashed. They replaced the reload, however the same event occurred. They replaced by another the device handle and the firing was completed with no problem. There was no patient injury.